Manufacturer narrative:
(B)(4). The device has not yet been repaired. A supplemental medwatch will be submitted as soon as additional information becomes available.

Manufacturer narrative:
A maquet field service technician investigated the unit and cleaned corrosion on display board and reloaded software and the problem was cleared. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
Description from the customer: "found display to be blank when hcu30 was powered on." No patient was involved this issue occurred during maintenance. (B)(4).